Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d), the device delivered two inappropriate shocks due to oversensing when electrocautery was being used in the pocket. The first shock was felt by the patient. However, the physician decided to continue on with the procedure. Tones were then emitted from the device and another shock was then delivered four seconds later. The crt-d had been programmed to off before cauterization was performed. When the device was interrogated, it was discovered that it was in safety mode with monitor + therapy on. The field representative stated that although the device had been programmed on previously to obtain lead measurements, it had only been in monitor only mode and the tachycardia therapy was deactivated during that time. No adverse patient effects were reported. This all occurred prior to pocket closure. A printout of the warning message was sent to boston scientific technical services (ts) for further evaluation. A ts consultant confirmed that the device went into safety mode with limited therapy available. It was also discussed that three faults had occurred before the device entered safety mode. The crt-d was successfully replaced and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core. Review of stored memory verified the device had been programmed to monitor only once it exited storage mode. Manual lead impedance and intrinsic testing was then performed. Following the measurements, the device then experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. The device had still been in monitor only mode when this occurred. No shocks were delivered prior to the device reverting to safety core. Any therapy delivered by the device will in safety core is not recorded in the memory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery.